Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the complaint and replaced the patient surgical manipulator (psm). The system was tested and was verified as ready for use. Isi did receive the psm to perform failure analysis (fa). Fa was able to reproduce the reported complaint during sine cycle test (via matlab).

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the patient surgical manipulator (psm) 3 was not free to move. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended the customer to check the psm led status and power cycle the system, but the issue persisted. The procedure was completed as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: the procedure was completed without psm 3. Psm 3 was disabled so the customer continued the procedure using psm 1 and psm 2. There was no injury to the patient.